Event description:
Consumer reports inaccurate readings when testing. Analysis run on clark error grid using competitive reading (273) as ref. Point vs. Bd readings (67) yielded readings in the "e" range of the grid, outside acceptable limits.